Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted, and 315 samples were taken from the current production (material number 00003-14 lot # 3024109) at the manufacturing facility. The samples were visually inspected, and issue reported "leak - device leak - cuff" was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "there was a confirmed pinhole leak around the cuff. The patient had an endotracheal tube exchange with the entire incident resulting in minimal desaturation and no patient complications".